Event description:
A female patient called lifecor customer support to report that the bonging alarm was going off and she was getting an "adjust belt" message on the monitor. Patient reports she has checked the placement of all electrodes and the garment fit is tight. She has not lost weight. Patient tried removing and reinserting the battery pack but the monitor is still bonging. Support requested the patient perform adownload. Review of the downloaded data indicates an abnormally high amount of noise. The download indicates the patient has not worn the system much in the last month. Support asked the patient to verify that no pins were bent in the electrode belt connector. Patient reported that pins are indeed bent. A replacement electrode belt was provided.